Event description:
The pt has a diagnosis of bilateral hydronephrosis. The dr ordered a non-invasive bladder scan to determine if there was any residual urine in the bladder. The nurse utilized the bladder scanner which did not detect any urine in the bladder. The probe had a crack in it. The issue is that when the bladder scanner did its "self test" it did not detect a defective probe. A second scanner was obtained and detected the urine in the bladder.there was a delay in determining the volume of urinary retention in the pt who had hydronephrosis and a urinary tract infection.